Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (500 mcg/ml at an unknown dose) and clonidine (100 mcg/ml at an unknown dose) via an implantable infusion pump. It was reported that the pump was empty at the last refill. It was unknown when the pump went empty but the hcp chose to refill it on (B)(6) 2020. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the device manufacturer representative indicated that the cause of the empty was unable to be determined. No further complications have been reported.